Manufacturer narrative:
Additional information: section b5 - event description. Section d4 - expiration date. Section d6b. - explantation date. Section f6 - uf/importer event awareness date. Section f8 - date of this report. Section f10 - medical device problem code. Section f13 - date. Section h4 - device manufacture date.

Event description:
The patient¿s symptoms persisted despite receiving a pain injection. A revision procedure was completed on (B)(6) 2026, and the anchors were removed to resolve the reported event.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain at the anchor implant site. A cortisone injection was administered to relieve the pain during healing.